Event description:
Plaintiff alleges having a latex protein allergy and can no longer perform his usual duties and services as a plastic and reconstructive surgeon and has been forced to give up his chosen occupation. As a direct and proximate result of the allergy, plaintiff alleges that the gloves caused grievous and debilitating bodily injury and was required to obtain medical care and expenses as well as incur economic damage.